Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the label and returned complaint device were verified. The label returned with the complaint device clearly stated that the device used a plc connector. The returned complaint device did in fact have a plc connector. The plc connector does not have or use an o-ring. A review of the DHR supports that the devices met all inspection and test criteria prior to release from stryker. The reported event could be attributed to user expectation. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all devices and accessories. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the customer received a case of tourniquet cuffs without the black o-ring on the connecting tube. As reported, this resulted in the cuff not sealing properly and not properly inflating. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Event description:
It was reported that the customer received a case of tourniquet cuffs without the black o-ring on the connecting tube. As reported, this resulted in the cuff not sealing properly and not properly inflating. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
D4 expiration date, h4 manufacturing date, h6 device code grid, and h11 additional mfg narrative updated. The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the label and returned complaint device were verified. The label returned with the complaint device clearly stated that the device used a plc connector. The returned complaint device did in fact have a plc connector. The plc connector does not have or use an o-ring. The returned complaint device had an expiration date of 1/30/2025, which meant the complaint device was already expired. A review of the DHR supports that the devices met all inspection and test criteria prior to release from stryker. The reported event could be attributed to user expectation. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all devices and accessories. Inspect the device for overall condition and physical integrity. Do not use the device if any damage is noted. Return the device and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. The reported event will continue to be monitored through post-market surveillance.